Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to excessive heating, however, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 17.1 warnings and cautions in the operation section includes the following statement about this issue: "should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device had a burned teflon pad and observed black fragments on the patient tissue' the black residue was consistent with coagulum resulting from over-desiccated or carbonized blood/tissue during energy activation. The texture and coloration are typical of thermal coagulum rather than metallic debris. The issue occurred during a total laparoscopic hysterectomy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.